Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that it was slow to fill due to the circulation pump. Serviced the circulation pump. The device went through the pm program. Serviced the mixing pump. Replaced the heater sn 1070 with sn 2232. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the calibration was failing for error 1 (patient line open) in an arctic sun device. A check of the diagnostics showed that the circulation pump could not maintain -7 psi at a circulation pump command (cpc) of less than 63% and stated this was indicative of a failed circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration was failing for error 1 (patient line open) in an arctic sun device. A check of the diagnostics showed that the circulation pump could not maintain -7 psi at a circulation pump command (cpc) of less than 63% and stated this was indicative of a failed circulation pump.